Event description:
Per the clinic, the patient received minimal benefit from the device and poor performance. It was also reported that there was tip foldover with the device since initial implantation surgery on (B)(6) 2021. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.